Event description:
The event is reported as: the customer alleges that the endotracheal tube would not inflate. The device was pre-tested for veterinary use.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.